Event description:
The consumer indicated that her tampon unraveled on (B)(6) 2012 when removing. Several days later she had two red spots on her face, experienced dizziness, nausea and had a white vaginal discharge. That same day a small piece of tampon material came out of her vagina. The material had a foul odor. She is planning to follow-up with her doctor.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. An attempt to follow-up with the consumer was made on several occassions in an effort to obtain feedback on her medical condition. To date the consumer has not responded.